Manufacturer narrative:
UDI number:(B)(4). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and electrode migration. On (B)(6) 2016, the recipient was treated with oral ciprofloxacin for ten days. The recipient was hospitalized (B)(6) 2016. The recipient underwent revision surgery, where it was noted that the device was displaced down with purulent fluid. The recipient's device was explanted. The recipient's issue is resolved. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's infection has reportedly resolved.